Event description:
A physician reported that a patient received a treatment on 05/21/1997 in the vermilion of the upper and lower lip. During the treatment, the physician observed an immediate blanching and beyond the blanch was a purple bruise. The physician diagnosed a vasospasm and on 05/30/1997 prescribed an intramuscular injection of kenalog, oral keflex, topical cortisone, valtrex and kenalog in orabase. On 06/03/1997, the physician pierced a small pustule at the site and expressed some pus. The pus was sent for culture and results are pending. As of 06/04/1997,the area persisted as approximately 6 mm of induration and erythema.